Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 3389s-40, lot# va0m2gh, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a friend or family member of the patient. It was reported that the reason for the explant was because the healthcare provider put the wire in the wrong part of the brain and the incision got infected. The wires were coming out of the incision and the had to take them out. No complications or further complications were reported.

Manufacturer narrative:
Correction submitted as it was determined that product problem selection was missing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Fdp code corrected as it was determined to be more applicable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: extension. No device analysis was performed; the device met risk-based analysis criteria. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that due to an infection, the extension and implantable neurostimulator (ins) were explanted and returned. It is unknown when the issue began occurring.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.